Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer stated the display went black, however, the keypad was functional and the compressor was still running. The fse was unable to duplicate the reported malfunctions. The fse checked and reseated the connectors, and the iabp passed all tests. The iabp was returned to the customer, cleared for clinical use.

Event description:
The customer reported that they were having issues with the display monitor on the intra-aortic balloon pump (iabp). The circumstances of the event are unknown, however, no patient was involved and no adverse event has been reported.